Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the user identified foreign matter in tube biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during the puncture, white spots were found on the tip of the blood collection needle. Due to the habit of puncture, the needle was punctured. After the puncture, the puncture needle was observed after the needle was pulled out, and the white spots on the needle still existed."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/26/2021. H.6. Investigation: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode was observed as white foreign matter was found on the cannula of both samples. The samples were sent for fourier-transform infrared spectroscopy (ftir) testing and the results showed that the foreign matter on both samples is polystyrene. Polystyrene is a material used to mold the hub of the flashback needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the user identified foreign matter in tube biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during the puncture, white spots were found on the tip of the blood collection needle. Due to the habit of puncture, the needle was punctured. After the puncture, the puncture needle was observed after the needle was pulled out, and the white spots on the needle still existed."